Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory and engineering calculations determined that the current drain may have been excessive. The device's ability to provide therapy was verified through automated therapy verification testing. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information in march 2009 that this clinic nurse expressed dissatisfaction with this device's longevity. The clinic nurse asked about warranty details on this device and was transferred to the warranty department for details. The device had been explanted due to elective replacement indicator (eri) in (B) (6) 2008. The local representative was checking on warranty and unreimbursed medical (urm). The device was received in boston scientific's return products department in may 2010.